Manufacturer narrative:
H6: additional method code: 4110. Corrections in g1. Additional information in d4: expiration date & UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided that showed the upper mobi-c plate had migrated. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant after it migrated post-operatively. After it was removed, the surgeon found the back corner of the poly core had chipped off; the chipped piece was retrieved.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant after it migrated post-operatively. After it was removed, the surgeon found the back corner of the poly core had chipped off; the chipped piece was retrieved.